Event description:
Ref importer number: (B)(4).

Manufacturer narrative:
Document review: gmk primary ps femur component size 5 left: code (B)(4) / lot 103147 (13 items produced, 8 implanted up to now). Gmk primary fixed tibial tray size left: code (B)(4), lot 122602 (22 items produced, 13 implanted up to now). Gmk primary fixed ps liner size 4/14mm: code (B)(4), lot 091290 (25 items produced, 11 implanted up to now). Gmk primary cemented stem code (B)(4), lot 121447(40 items produced, 26 implanted up to now). All parameters of the four lots were found to be in accordance with the specifications valid at the time of mfg. The washing cycles were run according to specifications and no alarm or deviation occurred during operations. The sterilization cycles were performed according to specifications valid at the time of production. From the data collected, there are no evidences that the infection is device related.